Manufacturer narrative:
No samples were received for evaluation. No material number / batch number was provided for one of the incidents. Unfortunately, without basic information, a thorough investigation is not possible. This portion of the complaint cannot be determined. We forwarded the complaint to our supplier for their investigation and comments. A check of production records of the reported material/batch shows no documentation indicating a deviation. Retain samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between stopper + safety protector and hub + safety protector (after lock) and return force (after lock) were all measured; all results were within specification. This portion of the complaint cannot be confirmed.

Manufacturer narrative:
(B)(4). The customer did not provide a date of the event. Customer samples were requested. When the investigation is completed, a supplemental report will be filed.

Event description:
Customer states they have had 2 needle sticks. This occurred with seasoned phlebotomists within a week. Customer is new user of gbo safety blood collection sets. Customer stated that both needle sticks occurred as the phlebotomists were going to dispose of the used needles in the biohazardous sharps containers (dirty needle sticks). Both phlebotomists activated the safety and heard the "click". Both phlebotomists reported the needle was sticking out of the end of the device after the safety was activated and this is when the needle stick occurred. Customer advised they were trying to duplicate the incidences of activating the safety but still having needle exposed as reported by the phlebotomists during the needle sticks. During this time, they had a partially retracted needle.